Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The seal remained in the loader device after the surgeon pulled back the delivery device. The surgeon manually rolled the heartstring seal into the delivery tube to complete the procedure with the same device. No pt complications were reported by the hospital

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.